Manufacturer narrative:
No product has been returned for investigation nor were x-rays provided that confirm the alleged event. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications...".

Event description:
Patient underwent a revision procedure from t10-pelvis level due to a rod fracture. During procedure it was noticed three screws were loose and were replaced. No patient harm was noted.